Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not adjust the time on the pump to reflect daylight savings time. Additionally, the time was set to am to pm. Blood glucose level was 444 mg/dl. Tandem technical support assisted the customer with correcting the time settings.